Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and underwater testing were performed and revealed a leak in the printed area of the bag. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container was leaking ¿near the bottom of the bag.¿ the device had been filled with 2g cyclophosphamide. There was no patient involvement. No additional information is available.